Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced the sample probe 3 mixer and reagent probe 5. The cse cleaned reagent arm 5 and performed alignments. The cause of the discordant, falsely depressed glucose result was a malfunction of the sample probe 3 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on the same instrument, resulting higher. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose result.